Event description:
As reported per the edwards field clinical specialist (fcs), during transfemoral deployment the valve shifted aortic, causing moderate paravalvular leak (pvl) and central aortic insufficiency (cai). The patient did recover without any hemodynamic support. After evaluation of valve via tee and fluoroscopy, the team felt that the valve was too aortic and a second valve was then deployed distal to the first. The patient recovered well and post evaluation showed no ai or pvl. Additional information revealed the patient had severe native valve/leaflet calcification and mild aortic root calcification. The coaxial alignment of the valve and delivery system was described as fair, and the image intensifier angle was described as good. The patient¿s ejection fraction was 60%. The event was attributed to non-coaxial alignment during deployment, as well as stored tension on the catheter.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the cause of the too aortic deployment and subsequent regurgitation was indicated as non-coaxial alignment, as well as stored tension on the catheter. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.